Event description:
In 2012, (B)(6), I obtained a hernia surgery and at this point bard mesh perfix plug; ref 0112770; size: large plugl lot: huwa0655 was implanted. Within months the hernia returned causing pain and constipation. At this point I was placed on pain medication and stool softener (colace). In 2013, I was given a hernia belt. I did not obtain a corrective hernia surgery until (B)(6) 2016. On my second hernia surgery on (B)(6) 2016 I obtained another complication. I am currently on medication for nerve pain because in the process of my second hernia surgery a nerve was cut/pinched, which is an issue that I will now forever have. Note: in 2016 I had to get another hernia repair to correct the previous one at (B)(6). The hernia repair was done by (B)(6). Why was the person using the product: hernia repair (left inguinal hernia repair).